Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix portion of the atrial lead failed to extend resulting in failure to capture and high capture threshold. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, high pacing impedance, and a helix mechanism issue. A complete lead was returned in one piece with helix found retracted and clogged with blood. The reported events of a helix mechanism issue and failure to capture were confirmed. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. Electrical testing found shorting between conductors due to over torqued inner coil. The cause of helix mechanism issue and failure to capture was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil. The reported event of high pacing impedance was not confirmed. Electrical testing and x-ray inspection were normal with no anomalies found.